Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that during surgery the wagner trial stem could no longer be disassembled and the tip of the hexagonal wrench broke. The surgery was completed with a second set of instruments. No parts remained in the patient and there was no surgical delay. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: visual examination: the assembled sl trial stem, consisting of the distal and proximal trial stems and the screw connecting both stems, as well as the hexagonal wrench were returned for examination. The hexagonal wrench has a broken off tip, which was not returned. The edges of the hexagonal screw head visible at the proximal end of the assembled trial stem are deformed and abraded. The screw can no longer be removed, making it impossible to disassemble the proximal and distal stems. The distal and proximal stems are inconspicuous. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: it was reported that a screw for a proximal trial stem of length 225 was used together with a proximal trial stem of length 190. According to the ordering information and the surgical technique for the wagner sl revision hip stem system this product combination is not approved by zimmer biomet, as the screw length must match with the length of the proximal trial stem. DHR review: review of the device history records, of the devices with known lot number, identified no deviations or anomalies during manufacturing. Conclusion: it was reported that during surgery the wagner trial stem could no longer be disassembled and the tip of the hexagonal wrench broke. The surgery was completed with a second set of instruments. No parts remained in the patient and there was no surgical delay. The quality records of the devices with known lot number show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the investigation the most likely cause of the screw jamming in the trial stem is the unequal size of the 225 screw and the 190 proximal trial stem. Due to the longer screw, the upper and lower threads of the screw simultaneously screw into the threads of the proximal and distal trial stem, causing jamming. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: wagner sl revision, trial stem, distal, 15; catalog#: 01.00109.115; lot#: 14944222. Hexagonal wrench, 3.5 mm; catalog#: 791584; lot#: 14967160. Wagner sl revision, trial stem, proximal, l 190; catalog#: 01.00109.810; lot#: 14013306. Wagner sl revision hip stem, uncemented, 15/190, taper 12/14; catalog#: 01.00101.915; lot#: 2923798. Biolox delta, ceramic femoral head, m, 36/0, taper 12/14; catalog#: 00-8775-036-02; lot#: 3052997. Therapy date: unknown. The manufacturer received other source documents for review. The manufacturer received the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During a surgery, the threaded piece got stuck in the stem trial and the handle fractured when the surgeon tried to remove it. The surgery was completed with a second set of instruments. Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.